Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer did not see insulin dripping from the end of the infusion set tubing. The customer changed out the infusion set. The blood glucose (bg) level was 354 mg/dl and a corrective bolus was delivered to address the bg level. The customer thought that the luer lock connection may not have been securely tightened. The customer declined tandem technical support's offer to follow-up to confirm the bg level dropped.